Event description:
Medical affairs has been unable to get in contact with the patient; therefore, sent the patient a letter to obtain more clinical information.the patient called alleging that there was a power loss with the meter. The patient mentioned that the date and time was incorrect on the meter. The m button was not working on the meter and the patient was obtaining an error message. The patient replaced the battery and the issue persisted. There is no information on what the error message was on the meter. The patient visited the physician since the meter was not working, and received a 485 mg/dl on the physician's meter and was treated with insulin. There is no information on whether the patient experienced any symptoms prior to testing. Customer service found out that the patient was using expired test strips 3/05; however, patient mentioned at the time of the incident the test strips were not expired. Customer service was unable to resolve the issue and sent the patient a replacement meter. Based on the information provided, this case is being reported as an adverse event. The meter malfunction led to the patient not having access to their glucose values. They precipitated high blood glucose and received hcp treatment.